Manufacturer narrative:
The tandem t:slim pump user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 599 (mg/dl). Customer administered a bolus to treat bg level. Reportedly, customer did not administer insulin for the food she ate prior to event. Cartridge uses novolog insulin and is reportedly changed every 4-5 days. Customer was reminded that novolog is indicated for use up to 72 hours and referred to their health care provider to discuss factors that may affect bg levels.